Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The unintended movement in the t2x table was in the trendelenberg function and the cse replaced the hydraulic manifold, trend cylinder, and bled all air from the hydraulic system. The table was tested in all functions to verify proper operation. The root cause was traced to air in the system, caused by a leak at an o-ring gasket. The gasket had degraded over time and the o-ring was replaced. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported unintended movement of the ort100 t2x table.the event occurred during daily qa test and there was no patient involvement.